Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the heart rate on the complaint device drops to 40 bpm, spo2 rate drops from 100 to 80 with no change in waveforms. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.